Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 9 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a dressing change at an outpatient clinic visit on (B)(6) 2017, a stiffness of the driveline between the exit site and the modular connector was observed. In the middle between these two areas, the driveline formed a bow/curve. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of stiffening along the pump cable was confirmed through a photograph that was provided by the account; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The patient remains ongoing on vad support, and no further related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.